Manufacturer narrative:
This site did not return any product, therefore an analysis could not be performed. Should additional information pertinent to this event be obtained, a follow-up report will be submitted. (B)(4).

Event description:
This is an adverse event recorded on a case report from as part of the (B)(6) patient registry. The patient is prospectively enrolled with 2cm non-dysplastic barret's esophagus. The patient, with a history of reflux, underwent several rfa (radiofrequency ablation) procedures to treat barret's esophagus. Almost 2 years after the last rfa procedure, the patient was diagnosed with a stricture which was subsequently dilated. Per the physician, the severity of the event was moderate, the relationship of the event to device procedure was definite and there was no device malfunction.